Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the patient is in a lot of pain in rectum and vaginal area. Patient also has burning in vagina and is not able to urinate. Troubleshooting included trying to turn stimulation down but patient still had a lot of pain so the stimulation was turned completely off. Patient took a pain pill and ibuprofen but that did not alleviate the pain. Patient stated she was not sleeping and had the chills and thought she might be dehydrated. Patient had a very large bm yesterday but has not gone yet today. She is taking medication for constipation and did have a runny bm yesterday. Now she feels like she has to urinate but cannot go. The patient was advised to contact her doctor or go to the ER if symptoms did not resolve. No further complications were reported or are anticipated.